Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that shortly after initiating cardiopulmonary bypass, there were extremely elevated pre-membrane pressures with an associated abnormally high transmembrane pressure (delta p). High pressures limited the flow. The clinical staff was able to deliver to the patient to 4.5lpm. During this initial bypass period, the first blood gas was taken and clearly demonstrated inadequate oxygenation and co2 clearance capabilities of the oxygenator as well. Staff then had to increase the sweep and fio2 to 5lpm and 100% respectively to achieve acceptable gas exchange for this patient. The device was used to complete the procedure. There was no adverse patient effect associated with this event.